Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The device was reprogrammed and the oversensing was resolved. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.